Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide the initial reporter contact information (see section e1), update device evaluated by manufacturer (see section h3), and correct the result code (see section h6).

Event description:
Additional information was received and it was reported that the transducer prompted the system to display a usacquisitionhw error message and then subsequently froze. The reported phenomenon occurred at the beginning of a heart examination. A new transducer was necessary to continue and complete the examination. There was a delay of approximately 15 minutes while the replacement transducer was obtained. The exam was not repeated since there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the most probable cause for the system error message was flex trace corrosion due to a combination of moisture and soldermask delamination. A change in the design of the gastro flex was initiated through a corrective and preventive action.